Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was returned and evaluated at the distributor. The reported problem (adjust belt or check belt messages) was confirmed. During the device evaluation the electrode belt failed a pulse test. The cause for the failure and alarms was isolated to an open pulse wire in the distribution node. The cause of the open pulse wire was a damaged solder connection. The root cause of the damaged solder connection was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a 2015 FDA inspection, a reportable malfunction was discovered. A patient was receiving constant adjust belt and check belt messages.